Event description:
It was reported that the pta balloon would not deflate in the distal sfa/popliteal artery. A micropuncture needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. Another pta balloon was used to complete the procedure without incident. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.